Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that upon receipt at the distribution facility there was a foreign material sealed inside the sterile packaging of the device. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that upon receipt at the distribution facility there was a foreign material sealed inside the sterile packaging of the device. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.